Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure, excessive force was applied to the delivery system during deployment which resulted to stent misplacement. The stent fully deployed in the cyst. A guidewire was placed through the axios delivery system and a non- boston scientific metal stent was implanted to complete the procedure. Reportedly, the axios stent will be removed at a later date but before the planned removal procedure of the non- boston scientific metal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: problem code 3009 captures the reportable event of stent positioning issue. Patient code 3191 is being used to address the planned stent removal. Block h10: a hot axios delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found the delivery system was received in "position 2". Functional inspection was performed to verify functionality; the outer sheath was retracted from the distal end of the catheter without resistance. No other issues were noted to the delivery system. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, the reported event of stent improper placement is noted within the IFU as possible adverse event associated with the use of this device. Taking all available information into consideration, the investigation concluded that the reported events may have been related to procedural factors. It may be that the technique used by the physician and/or the interaction with the scope could have caused the physician to feel resistance while applying force, limited the performance of the device and contributed to the stent misplacement. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure, excessive force was applied to the delivery system during deployment which resulted to stent misplacement. The stent fully deployed in the cyst. A guidewire was placed through the axios delivery system and a non- boston scientific metal stent was implanted to complete the procedure. Reportedly, the axios stent will be removed at a later date but before the planned removal procedure of the non- boston scientific metal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block b5 has been updated with the additional information received on january 05, 2021. Block h6: problem code 3009 captures the reportable event of stent positioning issue. Patient code 3191 is being used to address the planned stent removal. Block h10: a hot axios delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found the delivery system was received in "position 2". Functional inspection was performed to verify functionality; the outer sheath was retracted from the distal end of the catheter without resistance. No other issues were noted to the delivery system. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, the reported event of stent improper placement is noted within the IFU as possible adverse event associated with the use of this device. Taking all available information into consideration, the investigation concluded that the reported events may have been related to procedural factors. It may be that the technique used by the physician and/or the interaction with the scope could have caused the physician to feel resistance while applying force, limited the performance of the device and contributed to the stent misplacement. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on november 02, 2020 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure, excessive force was applied to the delivery system during deployment which resulted to stent misplacement. The stent fully deployed in the cyst. A guidewire was placed through the axios delivery system and a non- boston scientific metal stent was implanted to complete the procedure. Reportedly, the axios stent will be removed at a later date but before the planned removal procedure of the non- boston scientific metal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. According to the complainant, the axios stent was successfully removed from the patient.